Event description:
It was reported that a cartridge change error occurred with the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove the cartridge from the pump, inspect and clean certain areas, and try loading a new cartridge. Despite these efforts, the error persisted, prompting technical support to initiate a pump replacement under warranty. The customer was informed about using a backup insulin delivery method and given instructions for returning the defective pump.